Event description:
It was reported that the knee was revised due to subluxation issues.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.